Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR is a duplicate of MDR # 0001831750. Please see MDR # 0001831750 for information regarding the event and additional reporting requirements.

Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.